Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on (B)(6) 2008, the patient experienced breakage of the journey articular insert standard 5-6 right 18mm. This adverse event was treated with a revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device has broken, rendering the device inoperative. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, 14 years post-implantation, the insert broke and was treated with a revision surgery. Smith and nephew has not received the adequate materials to fully evaluate the root cause of the reported event. The patient impact beyond the reported event could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.